Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3(manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 48-year-old male patient for elective placement. Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, red urine was noted in the foley bag. The device continued to function as intended at p-7, delivering 4.1l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient remained on support.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports "hematuria was noted in the foley bag, no treatments performed, pump not saved for return."